Event description:
It was reported the patient has not used/recharged his scs system in over a year. The ipg is inoperable and the patient would like to resume therapy. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.